Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Same patient event as MDR 9610622-2010-00050.

Event description:
The customer reported via our sales rep, while performing a surgery that the nail connecting screw and the t2 anvil have come out of shape. He mentioned that the surgery was completed successfully by using the respectively replacing devices and that the patient was not impaired.